Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive, preventing unlock or icon selection despite multiple restarts via the mobile app; the screen was intact and clean, no drops were reported, battery was adequate, and a firmware update was available but could not be initiated due to the unresponsive screen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information supplied. Investigation of this case revealed a touchscreen input failure consistent with an unresponsive key/button behavior, with findings indicating a software problem associated with the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.